Manufacturer narrative:
Exemption number e2015055. Approx 5 devices were received for evaluation; 4 events were confirmed during testing. Approx 4 devices were found to be affected by internal corrosion. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, in which the device overheated. Approx 4 reported events had patient involvement with no patient impact. Approx 1 reported event had no known patient involvement or patient impact.